Event description:
It was reported by the patients mother that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device between 36 and 48 hours. Patients mother reported site became hard, red, and painful to touch, with a lump remaining under the skin even after treatment. The mother consulted a healthcare professional via telephone, who advised to use neosporin, an over the counter topical antibiotic.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.